Event description:
New information noted that there was no complaint against the lead. This was a patient anatomy issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was discovered that the left ventricular lead exhibited elevated thresholds. No intervention was performed. The patient was scheduled to come back to clinic. No patient symptoms were reported.